Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 525mg/dl. Troubleshooting was performed. Instructed the customer to check for leaks and there was not any leak. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed. Mfg report 1 of 2, medwatch report # 2032227-2011-02886.